Manufacturer narrative:
Approximate age of device (age of device: 1 year, 5 months, 24 days). The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01746. This report is being submitted as additional information the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log files. The pump was returned assembled with the driveline (dl) cut approximately 2¿ and 14¿ from the pump housing and the distal portion of the dl was returned. A percutaneous lead repair site was present. The repair site was disassembled and no problems were found. No damage to the outer jacket, bionate, metal shielding, or wires was observed. The pump was returned assembled with the percutaneous lead (lead) severed approximately 3 inches from the pump housing. The severed portion of the lead, the sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. No damage to the outer jacket or bionate was observed. The metal shielding appeared to have completely broken down and was missing. However, no damage to the wires was observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The percutaneous lead sections were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient called the vad coordinator at (B)(6) to state that they awoke to a red heart alarm "connect driveline" displayed on their lvad system console. The patient was on the power module (pm) and changed to batteries which at that point the alarm resolved. The patient is currently on batteries. The vad coordinator was advised to have the patient come into the hospital to have system log files obtained for analysis and to ensure patient is using fully charged batteries after changing from power module. The manufacturer¿s technical service representative reviewed the supplied system log files dated from (B)(6) 2018 and observed multiple pump stoppages and speed drops on (B)(6) 2018. On (B)(6) 2018, x-rays were received from the vad coordinator; however, the images appeared unremarkable. Additionally, it was reported that the patient was in the ER and staff attempted to place vad from battery to pm without success. (B)(6) 2018, additional x-rays were take and sent in for manufacturer¿s technical service representative review; however, these were found to be unremarkable. A percutaneous lead repair/replacement was requested by the customer due to phase to phase short. On (B)(6) 2018, the manufacturer¿s technical service representative completed percutaneous lead repair at approximately 2¿ from the exit site. On (B)(6) 2018, it was reported that the patient received a pump exchange. No additional information was provided.

Manufacturer narrative:
Corrected data - inadvertently left blank in the initial MDR. The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01746. The initial submission captured type of reportable event as a serious injury. The manufacturer is closing its file on this event.